Event description:
On (B)(6) 2010, patient reported he could not get the piston rod on his infusion device to retract. Patient stated, the infusion device did not give any error messages. Patient reported, he disconnected from his infusion device to change an empty insulin cartridge; infusion device was in stop mode at the time of the call. Patient reported, the infusion device only beeped; no abnormal noise or grinding was reported. Patient stated, he has been off of the infusion device and his readings are currently elevated at 443 mg/dl. Patient reported, the elevated readings began this morning. Patient stated, he changed his basal rates on (B)(6) 2010 because, his physician asked him to change them. Patient stated, he hoped the basal rate adjust was the cause of the elevated readings. Patient's normal blood glucose is around 150 mg/dl. Attempted to verify basal rates; pt declined the offer. Patient stated, there were 2 that were wrong but did not specify which 2 were wrong. Attempted to assist patient with programming basal rates in his backup infusion device; patient declined the offer. Patient stated, he would set up device on his own with the help of his wife. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.